Event description:
Patient reported elevated blood glucose of 470 mg/dl in 2006 as a result of insulin cartridge leaking inside the infusion device. His normal range was 100-150 mg/dl. Patient indicated that he felt lethargic and exhausted as a result of the elevated blood glucose level. He administered a 10 unit injection of humalog to decrease his blood glucose level. Patient stated that he attempted to dry out the infusion device and continue to use it. On a week later, he observed the display screen on the infusion device was partial and erroneous. His blood glucose was 119 mg/dl. Patient switched to injection therapy. No medical assistance was required. Product was requested to be returned for evaluation.